Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion). It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was smoking . The ICU rn, called for assistance with a cardiosave that she reports ¿was smoking¿. A maquet balloon was used. She had already switched over to another console. The customer reported that the iabp smelled like smoke. The customer also reported that they could not turn the iabp off or remove the batteries. Upon inspection, I found that the IV pole was sitting in the incorrect position, facing over the pump console. I also found that there were streaks of saline on the exterior and interior of the iabp. After further inspection I found that there was fuild intrusion on the solenoid driver board causing the power management board to short out. I was also able to verify that the iabp would only power on if the iabp was connected to ac power and the only way to power off the iabp was to remove it from ac power. I replaced two parts. After replacing both part numbers previously mentioned, I performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was smoking . The ICU rn, called for assistance with a cardiosave that she reports ¿was smoking¿. A maquet balloon was used. She had already switched over to another console. She said she didn¿t see any smoke but can smell it coming from above the battery bays. The pump was continuously alarming a very loud, high-pitched sound. The rn and team were unable to remove the batteries. I instructed her to hold down the power button which did not power the pump down. She tried this multiple times. She also reported that they couldn¿t remove the batteries even after attempting to press them in, etc. Several minutes later, the rn said another nurse was able to press forcefully on the batteries and they came out which shut the machine down. There was no patient harm or injury reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a